Event description:
Event description guidant received information that this ICD was replaced due to the set screw could not be tighten after the repositioning of the atrial lead. The patient was in for a routine follow up when the physician realized that there was a loss of capture on the atrial lead. Upon re-entering the site the physician also noted that the atrial lead had dislodged. To reposition the lead the physician needed to disconnect the lead. When he loosened the set screw and repositioned the lead, he re-inserted the lead into the header and tried to tighten the set screw. The set was blocked and would not tighten. The physician decided to replace the ICD. The procedure was successfully completed without further problems. The atrial lead remains implanted. The ICD is being returned for analysis.